Manufacturer narrative:
The reported event of balloon being detached from the catheter was confirmed to be used in a endoscopic third ventriculostomy procedure. The patient is p.k. Dob (B)(6) 2019. The balloon was attempted to be retrieved by endoscopy, but was unsuccessful. Patient was discharged on (B)(6) 2021, but was later returned on (B)(6) 2021 for evd drain placement in ER. He was admitted to the hospital and was diagnosis with hydrocephalus, port or reservoir infection, fever. Patient was then discharged on (B)(6) 2021 with a discharge diagnosis of hcp with surgical wound leak s/p vsp placement, meningitis. Representatives from the hospital state that there was no allegation of a correlation between the balloon detachment and subsequent patient hospitalization. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of balloon detachment was confirmed. The balloon was also found to be ruptured. Latex edges did not appear to match at the ruptured location. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. No other visible damage or abnormality was observed from catheter body or windings. A personnel acknowledgment was provided to the manufacturing personnel. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a surgeon in the operating room had been using the fogarty catheter and the balloon had come off of the equipment. The physician was unable to retrieve this balloon. Patient demographics was requested but is unavailable.

Manufacturer narrative:
The device was not returned for evaluation. Since the balloon was detached, the body of the catheter was discarded. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Additional information regarding patient health status has been requested. It is unknown if any additional procedure was required to retrieve the balloon. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.